Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse confirmed that the symptom is related to field correction order (fco) and was remediated. The power management board was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that system turns off by itself. It was reported there was no patient involvement at the time the issue was discovered. The system was not in clinical use; there was no reported harm to patient/user. The investigation is ongoing.